Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device was missing a part of the knife blade. The missing piece was not returned for investigation. The reported condition was not confirmed. The device's jaws opened and closed properly when the handle was retracted and released. The investigation found the device to function normally and within specifications for the device opening and closing mechanism. An additional failure was found during the investigation; the device was missing a part of the knife blade. The reported condition was confirmed. The investigation found a piece of the knife blade was damaged and missing. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not en gage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they could not use the ligasure during the operation because the handle did not open after activation. There was no injury to the patient.